Event description:
It was reported that pump touchscreen became unresponsive and screen appeared frozen, preventing customer from interacting with pump. There was no adverse impact to the customer¿s blood glucose level. Customer attempted pump reset per technical support guidance, but pump remained unresponsive, so technical support arranged warranty replacement, instructed customer to use multiple daily injections as backup insulin therapy.